Manufacturer narrative:
On 8/2/2019, additional information indicated that the date of explantation is on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/20/20, additional information received indicated that the postoperative diagnosis showed that both implants were intact, bilateral capsular contracture (unknown baker grade), bilateral ptotic breast. Date of explantation in this report updated to 11/11/2019.as a result patient underwent bilateral removal and replacement with 255cc moderate profile mentor smooth gel implants, bilateral capsulotomy, and bilateral mastopexy. This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor memorygel 275cc on the left and 250cc on the right, silicone breast implants which bilaterally ruptured after implantation. Mammogram examination confirmed bilateral rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.